Event description:
On 2/6/98, pt had surgical procedure w/ placement of jackson-pratt drain in the subhepatic/suprarenal space and brought out through a stab incision. 2/16/98, surgeon attempted to remove drain at bedside. "Jackson-pratt snapped at fascial level." 2/18/98, returned to or for retrieval of drain from the upper quadrant abdomen. (The fragment of the drain was trapped between the area of the subcostal margin and the suture closure of the rt subcostal incision. Drain "ID" grasped and removed). Pt discharged 2/28/98.